Event description:
The patient reportedly experienced an overly loud sensation followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device was performed.